Manufacturer narrative:
(B)(4): high test results. The cause of the architect c-peptide falsely elevated quality controls and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.

Event description:
The customer observed elevated (B)(4) proficiency sample result when architect c-peptide reagent lot 017110a000 was in use. The abbott quality controls were within specifications, therefore, the customer recalibrated the assay and abbott controls were within specification, however, the eqa results remained elevated. There was no impact to patient management.